Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lcd (liquid crystal display) lens, two side bail covers, and ring cover are broken. Lower case broken/contaminated. Battery release, lead flex cover, and battery flex are contaminated. One case screw, two side bails, and ring are missing. Battery contacts are compressed. Battery drawer is damaged. Encoder flex (flex tape) is out of mechanical specification. (B)(4).

Event description:
It was reported the display is damaged. The device was returned for repair. No patient involvement or complications were reported.